Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the first diagonal with 80% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0 %. On the following day, the patient was discharged. In (B)(6) 2016, the patient had some confusion, generalized weakness, loss of balance and shortness of breath (sob). Sob got worsened and the patient was hospitalized in emergency room (ER) on the same day. On the following day, the patient developed chest pain. Cardiac enzyme was noted to be elevated and non-st-elevation myocardial infarction (nstemi) was confirmed. Electrocardiogram (ECG) showed extensive st-t changes suggesting myocardial injury ischemia. The patient was placed on heparin drip in response to the event. On the next day, the patient was transferred to intensive care unit (ICU) department for angio for nstemi and possible coronary artery bypass grafting (CABG). The patient was placed on telemetry monitoring throughout the admission. The patient was continued on heparin drip for nstemi. The patient was not stable for cath due to respiratory distress and inability to lay flat. Nstemi was managed medically. Two days after, the patient's hospital course was complicated by ICU delirium requiring restrain due to interfering with care. Three days later, the patient was discharged from the hospital. The patient was treated with haldol and then switched to quetiapine. Per adjudication myocardial infarction is unknown.